Manufacturer narrative:
The used device with the lens was returned loose inside the carton. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted into the nozzle area. The lens was located in the loading area (posterior surface up) and appears to have been replaced into the used device for returned shipment. One haptic was broken in the gusset area (not returned). The other haptic was torn (still attached) in the distal area and distal haptic tip by the closing of the lens door for return shipment. The broken haptic tip was returned. The optic edge was broken and the broken piece of optic was returned on the posterior optic surface. Photos were provided of the used lens outside the used device. One haptic was broken. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified viscoelastic was used. Based on our observation of the attached photos, the haptic is broken. The root cause for the reported complaint may be related to a failure to follow the IFU. A non-qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company delivery system, company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Photos were provided of the used lens outside the device with one broken haptic observed. The lens appears to have been replaced into the used device for return shipment, resulting in addition haptic and optic damage. The plunger was retracted upon return. The plunger position in relation to the broken haptic during advancement cannot be determined. The IFU instructs: after the lens has been advanced to the ¿fill-to¿ line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. No part of the lens should exit the nozzle prior to insertion through the incision. Once the lens is in position at the ¿fill-to¿ line, it should be implanted within 3 minutes. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The IFU instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. Broken haptics may occur: ¿ due to the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. ¿ if a straight trailing haptic occurs and it was not properly detected to be out of position. ¿ if the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event the manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens (iol) implantation procedure, the trailing haptic became stuck in the plunger while being injected into the eye. As a result, the lens was only partially delivered. The surgery was completed using a new lens, and there was no harm to the patient additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).